Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, device appearance (observed 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken also have smooth openings in the same edge the broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks, a smooth opening in the same edge the broken.

Event description:
Healthcare provider reported left side rupture discovered at explant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side rupture discovered at explant. Device has been explanted.